Event description:
The report stated that during incoming inspection of the generator by the biomedical dept, the auto bipolar was connected to an electrical load for testing, the unit self activated. A follow-up attempt to clarify the user site testing method over the phone was unable to determine if the testing was an appropriate method, the unit was requested to be returned for MFR investigation of the report.